Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information received from the consumer patient receiving morphine (the dose was 0.075mg/day and the concentration was "10%) via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that the patient's pump had not delivered medication since implant. The patient had burning pain on the opposite side of the pump and it went around the rib cage. The patient reported they were feeling a hard knot. The patient was feeling the burning pain near their shoulders. It was noted that the patient did not have a pump physician at the time of report. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug concentration in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional via a company representative on 07-jan-2016 and it was reported that the pump was delivering morphine (10 mg/ml at 1.15 mg/day). The pump was empty. The pump started beeping in august so they believed it had been empty since around that time. The patient moved after the pump was implanted and never had it refilled. No patient symptoms were reported. They were planning to silence the pump alarms. The reporter was unsure when the pump would be refilled and/or replaced. Additional information was received on 11-jan-2016 and it was reported that the pump alarms were turned off. The physician was trying to wean the patient down on oral medications and then would schedule a pump replacement.